Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in their sleep. The caller stated that the cause of death is unknown as they have not received any information about the passing of the customer. The caller stated that the customer had extreme low blood glucose values; 32 mg/dl and 37 md/dl several times. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump and a sensor at the time of death. The caller stated that, both, the insulin pump and the sensor were removed and discarded at the funeral home. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.